Manufacturer narrative:
Updated information: d1 brand name updated. Additional information was provided which states the flows did resolve in this case. The patient was transplanted and the device was discarded by the account after explant.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 62-year-old male who presented with acute decompensated chronic heart failure complicated by cardiogenic shock, scai stage e, in the setting of underlying cardiomyopathy. The patient required advanced hemodynamic and respiratory support, including iabp, inotropes, vasopressors, and mechanical ventilation. The purge composition consisted of d5w plus 25 meq sodium bicarbonate. During the course of support, the patient experienced hemodynamic instability, including suction alarms with decreased flows and changes in motor current. At higher p-level support, flows acutely dropped and suction alarms were noted. Adjustments in p-level temporarily improved flows; however, instability persisted. Imaging confirmed that device position remained unchanged compared to prior evaluation. Review of console data demonstrated a sudden drop in motor current preceding p-level adjustments. The impella was noted to be oriented toward the mitral valve, though positioning was unchanged from earlier imaging. Given the patient¿s critical cardiogenic shock state requiring multiple forms of mechanical and pharmacologic support, the reported hemodynamic instability is consistent with the severity of underlying myocardial dysfunction and advanced shock physiology. Suction events and flow variability are known occurrences in patients with severe ventricular dysfunction and volume shifts in this clinical context. The patient survived.

Manufacturer narrative:
Section d catalog number was corrected. Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position could not be established. The cause of the low or blocked pump flow cannot be established.